Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user with a recently replaced ilet experienced fluctuating blood glucose, including a low of approximately 40 mg/dl followed by hyperglycemia rising to approximately 400 mg/dl and remaining above range for several hours; the user reported no unusual activity before onset, did not suspend insulin, did not use backup therapy beyond oral carbohydrates for the low, and did not receive medical intervention. Symptoms included hypoglycemia followed by hyperglycemia without loss of consciousness or other acute complications. Outcomes included transient disruption of glycemic control without hospitalization. Investigation included complaint intake, troubleshooting, and user education with follow-up attempts to confirm resolution. Investigation of this case revealed no device alarms, no confirmed device malfunction, and no identifiable contributing activity, so the cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate and user-specific factors could not be ruled in or out. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.